Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction to d9 field. . Updated field- d8, h2, h3, h6 and h11 corrected field:d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined and the complaint could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Event description:
The customer reported a number of urinary tract infections- cystitis- (uti), bladder infections occurred with the use of flexible endoscope (cyf-5). The number of affected patients are unknown. The customer reported all tests were normal, no evidence of device malfunction, and all cultures were negative. Olympus made multiple attempts to obtain additional information but customer refused to provide additional information regarding infection.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The complaint is linked to the patient identifier - (B)(6).